Manufacturer narrative:
No product was returned to riverpoint for investigation. A drh investigation could not be performed as there was no lot number reported with the event. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, suture came out of the needle under minimal tension during repair of 3rd degree tear.